Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced eye pain, burning, and redness daily in both eyes post bilateral implants. The patient complained of blurry vision, unable to read or see at mid distance. The patient reported decrease in vision. The surgeon indicated that in his opinion the likely cause of the event was dry eye syndrome, expectations not met, and hyperopia with astigmatism. The patient's prognosis and treatment were described as "good -needs lubricating, restasis, glasses, consider laser correction". Additional information on (B)(6) 2015 indicates both lenses were explanted by doctor other than implant doctor. This report pertains to the patient's right eye.

Event description:
Additional information received indicates that only the lens implanted in the patient's left eye was explanted. The lens implanted in the patient's right eye was not explanted. This report pertains to the patient's right eye.